Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot #73k1600250 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that staples do no release despite pulling on the trigger. Two other staplers from the same lot have been opened with the same issue.